Event description:
The customer reported approximately five (5) milliliters of brownish fluid leaked from the manual aspiration area and onto the counter involving coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the blood sampling valve (bsv) and probe were leaking. The fse replaced the bsv and actuator. The fse performed system startup and latron, and completed quality control (qc) within the required specification. The fse successfully completed reproducibility test on patient samples and verified the bsv had no further leaks. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).